Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad traces. There were no button error alarms noted, unable to perform prime test due to button anomaly. The device was received with a minor scratched lcd window and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was not performed. The device was returned for analysis.